Manufacturer narrative:
Programming adjustments were made. The recipient will continue to wear the device until revision surgery takes place. Revision surgery is scheduled. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The external visual inspection revealed the electrode was severed near the array and some electrode pads were extruded prior to receipt. These are believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented some electrical tests from being performed. The device passed the electrical tests performed. This is an interim report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The external visual inspection revealed the electrode was severed near the array and some electrode contact pads were extruded prior to receipt. These are believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented some electrical tests from being performed. The device passed the electrical and mechanical tests performed. This is an interim report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed that the electrode was severed near the array and a couple electrode contact pads were extruded prior to receipt. These are believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented some electrical tests from being performed. The device passed some of the electrical tests performed. The device passed the mechanical tests performed. The reported complaint of no neural response imaging (nri) stimulus artifact was confirmed during the analysis of this device. The failure is attributed to excessive current within the analog chip. Advanced bionics will continue to monitor failures of this type. This is the final report.

Event description:
The recipient is reportedly not responding to stimulation. External equipment was exchanged and programming adjustments were made, however, the issue did not resolve. The recipient was recommended to cease device use. Revision surgery will be scheduled.